Manufacturer narrative:
The pt remains ongoing with the implanted device. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. An upper gi bleeding event was reported via roadmap edc. The pt received 5 units of prbc's on (B)(6) 2014.

Manufacturer narrative:
A correlation between the device and the reported gi bleed could not be determined. Product was not returned. No further related events were reported. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information: it was reported that the event was device related, however, the cause was unknown. In february of 2014, the patient's coumadin was resumed and aspirin was on hold.